Event description:
It was reported to boston scientific corporation that an amplatz type renal dilator/sheath was used. According to the complainant, the inside package of amplatz type renal dilator/sheath set was damaged and it contains material which should not be included in the set. There was no damage to the outside package of the device.

Event description:
It was reported to boston scientific corporation that an amplatz type renal dilator/sheath was used. According to the complainant, the inside package of amplatz type renal dilator/sheath set was damaged and it contains material which should not be included in the set. There was no damage to the outside package of the device.

Manufacturer narrative:
Analysis of the returned amplatz type renal dilator/sheath revealed the pouch was unopened; indicating the device was not used. Visual analysis found that the pouch/package was dirty with dried misty/hazy spots noted on the clear outer side of the pouch. The spots outside the pouch were wiped clean with a damp tissue. Opening the pouch, the device/components were found to be intact without any issues. There was no residue, dried spots or foreign matter inside the pouch. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified were most likely due to some aspect of handling the device prior to use in the procedure; therefore, the most probable root cause for this complaint is handling damage. It should also be noted that the defects found during evaluation of the returned device do not constitute a reportable event.